Manufacturer narrative:
As reported, when a 5f 100 cm tempo pigtail catheter was assembled outside the patient, a white wax-like substance, moveable, soluble in water, was found at the tip of the catheter that was being used for preoperative imaging of vena cava filter implantation. The catheter was discarded, and a new tempo pigtail catheter was used for imaging. There was no reported patient injury. The device was stored as per the instructions for use (IFU) at room temperature away from light. No actual product damage was observed. There was no damage to the shipping box, outer product box, or inner product pouch. The sterile pouch received was not open or compromised. One photo was submitted for analysis, and it shows a catheter with a whitish material emerging from its distal end. No other notable details or anomalies were observed. Based on photo analysis, the reported customer event ¿catheter (body/shaft)-foreign material¿ was confirmed. However, without returning the device, the source of this material cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not resterilize. Exposure to temperatures above 54° c (130o f) may damage the catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Event description:
As reported, when a 5f 100 cm tempo pigtail catheter was assembled outside the patient, a white wax-like substance, moveable, soluble in water, was found at the tip of the catheter that was being used for preoperative imaging of vena cava filter implantation. The catheter was discarded and a new tempo pigtail catheter was used for imaging. There was no reported patient injury. The device was stored as per the instructions for use (IFU) at room temperature away from light. No actual product damage was observed. There was no damage to the shipping box, outer product box, or inner product pouch. The sterile pouch received was not open or compromised. The inner package seal was not opened in anticipation of use and then reshelved. A picture was provided for review. In the photo, a catheter is observed, and on the distal end of the catheter, a white like material is seen coming out of the end. No other outstanding details or anomalies could be observed.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, when a 5f 100 cm tempo pigtail catheter was assembled outside the patient, a white wax-like substance that was moveable and soluble in water was found at the tip of the catheter that was being used for preoperative imaging of vena cava filter implantation. The catheter was discarded and a new tempo pigtail catheter was used for imaging. There was no reported patient injury. The device was stored as per the instructions for use (IFU) at room temperature away from light. No actual product damage was observed. There was no damage to the shipping box, outer product box, or inner product pouch. The sterile pouch received was not open or compromised. The inner package seal was not opened in anticipation of use and then reshelved. One photo was sent for review and a whiteish material was observed coming out of the distal end of the catheter. No other outstanding details or anomalies were seen. A non-sterile unit labeled ¿cath tempo 5f pig 100cm 5sh¿ was later received for analysis. During the visual inspection, the device was thoroughly examined for any damages or anomalies that could have contributed to the reported failure. No foreign material was found at the tip of the catheter. For functional analysis, a simulated flushing test and no foreign material was seen. The distal tip of the catheter was analyzed through a microscope, and no foreign material or any other substances were found. The distal tip appeared intact, with no damage observed. No other anomalies were noted during the microscopic examination. The customer complaint ¿catheter (body/shaft) - foreign material,¿ was confirmed based on the image review, which shows a whitish material coming from the distal end of the catheter. Further analysis of the picture confirmed the complaint. However, upon receipt of the device, both visual and microscopic inspections revealed no foreign material at the tip of the catheter. The device was thoroughly examined for any damages, anomalies, or foreign material that could have contributed to the reported failure, but none were found. Additionally, a simulated flushing test was performed, and no foreign material was detected during functional testing. As a result, the source of the whitish material observed in the image cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.